Manufacturer narrative:
Software version 4.11e. Retainer ring is black. On 11/15/2021 the customer reported a pump error 130 after motor rewind. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected pump error 130, motor errors, or prime or rewind anomalies were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace or history files properly. The adapt tool confirms that pump error 130 occurred at 11/15/2021 19:00:04.000, 11/15/2021 19:09:04.000, and 11/15/2021 20:23:04.000. The case was cut open. After visual inspection, there is corrosion on or around the following: battery compartment, battery board; electrical board. In summary, the customer¿s report of a pump error 130 after motor rewind was not confirmed during testing; however it is confirmed in the device's insulin pump history file. The broken vibrator is due to the corrosion on the battery board which is where the vibrator is located. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error. Customer reported they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.